Event description:
During treatment I began to experience extreme suicidal ideation, and worsening anxiety. The tms machine was causing quite a bit of pain on my scalp and my hands were jumping the entire time. I stopped treatment a week early after developing problems with concentration and memory loss. I lost my ability to read and comprehend along with the ability to spell and write. It took roughly 10 months to get those things back. My eyes now shake when I read, concentrate, look ahead, and even at random. My speech had been affected and I experienced some slurring. I am unable to express myself verbally like I used to. I currently have difficulty comprehending what people are saying and my recall is extremely poor. I also experienced the typical head ache that is expected with tms, but none of these other issues were ever explained to me as a possibility. FDA safety report ID# (B)(4).

Event description:
Additional information received on 03-jan-2024 for mw5110956. Update to device and manufacturer information.

Event description:
Additional information received on 18-dec-2023 for mw5110956. Update to device and manufacturer information.